Manufacturer narrative:
The device was evaluated at sorc. As a result of the evaluation, the following was confirmed. The angulation was insufficient and there was play, due to the stretch of the angle wire. The adhesive of the bending section rubber was cracked. The adhesive on the distal end, the connector and the boot were damaged. The drainage on the objective lens was poor. The phenomenon reported by the user was not reproduced. The exact cause of the reported event could not be conclusively determined, because the device was not returned to omsc. However, the reported event may have been caused by insufficient reprocessing or handling. Device history record (DHR) review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. If additional information becomes available, this report will be supplemented.

Event description:
The user returned the device to olympus service operation repair center (sorc) due to a defect in the air/water feeding function. There was no report of patient injury associated with the event. Sorc then inspected the device and found that the air/water nozzle was clogged with foreign material. Olympus medical systems corp.(omsc) determined that the endoscope that was improperly or insufficiently reprocessed may have been used in the procedure.